Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files did not reveal any device-related issues. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Throughout the file the lvad temperature was recorded between 44-47 degrees celsius which is within the normal operating range. No notable events were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the hm 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The hm 3 lvas patient handbook sections entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there has been no further increase in device temperature. The device temperature returned to the previous 45 degrees celsius. The device was auscultated at the time of the patient's admission and no abnormal symptoms were noted. Lab tests were performed. The patient was afebrile throughout the entire hospitalization period, from admission to discharge. On (B)(6) 2024 the patient was discharged to home.

Event description:
It was reported that the left ventricular assist device (lvad) temperature gradually increased from 45 to 47 degrees celsius since (B)(6) 2024. Log files were submitted and did not reveal any unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.